Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. This supplemental report is being submitted to provide the results of the legal manufacturer¿s final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: poor water tightness of the cable unit. Based on the results of the investigation and information obtained from this complaint, the ¿no image¿ was due to disconnection in cable unit. The most probable cause of the complaint was traced to component failure. A device history record (DHR) review revealed no issues that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that during preparation for a coelio bypass procedure, the subject device presented no image. The therapeutic procedure was completed utilizing a different camera. There were no reports of patient harm.

Event description:
It was reported that during preparation for a coelio bypass procedure, the subject device presented no image. The therapeutic procedure was completed utilizing a different camera. There were no reports of patient harm.

Manufacturer narrative:
To date, the device has not been returned to olympus for evaluation. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if additional information is provided by the user facility.